Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a 'system error, out of service, revert to manual CPR' error message". The battery was replaced; however, error persists. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was a failed processor board, likely attributed to the failed component. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. To remedy the error message, the failed processor board was replaced. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes followed by the 10-minute test using test manikin without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).